Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that during patient treatment, the rotaflow emitted an alarm, displayed the error message ¿offset¿, and then stopped pumping. The hand crank was used for three hours and the rotaflow device was exchanged during use with a backup device without consequences for the patient. No harm to any person has been reported. Complaint ID (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that during patient treatment, the rotaflow emitted an alarm, displayed the error message ¿offset¿, and then stopped pumping. No harm to the involved patient has been reported. A getinge field service technician investigated the rotaflow console (rfc) with s/n (B)(6) and replaced the power supply pcba (printed circuit board assembly) (article number 701011675) and the rf flow measure pcba (article number 701011681). After replacement the device was working as expected and cleared for clinical use. The failure "offset error" was investigated by the getinge life-cycle-engineering (lce) and the most probable root cause could be determined as a defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error message "error offset". Getinge life-cycle-engineering (lce) confirmed that the messages "error offset" and "error referenc" are equivalent. Since the rotaflow can only display one message at a time, it depends on which one appears first in the system. With this combination (flow board and power supply board) the cause is a short circuit on the flow measurement board, which triggers the corresponding fuse on the power supply board. The affected rotaflow console was produced on (B)(6) 2021. A review of the non-conformities was performed on (B)(6) 2023, and during the period of (B)(6) 2021 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results the reported failure 'offset error' could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.